Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for routine follow-up, high capture threshold was observed. High voltage right ventricular (rv) lead impedance was also noted but it was stable and remained within normal range. Defibrillation threshold (dft) testing was performed and was successful. No other intervention has been done as the lead remains implanted. The patient was stable and will continue to be monitored.